Event description:
On (B)(6) 2025, the customer reported non-reproducible hstni (access high sensitivity troponin I, reagent part number b52699, lot number 538766) patient results on their dxi 600 analyzer serial number (sn)(B)(6). There was a report of change to medical treatment as a result of the event. The patient was administered heparin due to the initial false high result. No further information was provided. The customer reported one erroneous elevated patient sample result at 495.0 pg/ml, repeated at 13.4 pg/ml. A second sample from the same patient was tested and the result was at 12.6 pg/ml. System check was performed (B)(6) 2025 and failed. Calibration passed on (B)(6) 2025 with reagent lot 538766 and calibrator lot 538311. Quality control (qc) has been passing within the laboratory¿s established ranges. Sample is a 4 ml green top tube, stored 41 minutes at room temperature, centrifuged at 5000 rpms for 5 minutes. No issues with sample integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. The customer was advised to perform a system check and a 15-point precision test to verify their instrument hardware. The system check failed with unwashed %cv at 2.69% (limit 0 ¿ 2.0%). The resulting %cv of the precision test was 4.6% which is within the expected variability of the assay. A field service engineer (fse) was dispatched to the customer site to address the issue.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the customer was advised to perform a system check to verify instrument hardware. The system check failed with unwashed %cv at 2.69% (limit 0 ¿ 2.0%). The customer also found the sample probe bent and replaced it. A field service was dispatched to the customer site to address the issue. Fse performed preventative maintenance which included replacing the aspirate probes. Fse ran passing system check and returned the instrument to the customer for use. The customer is operational and does not require further contact. Review of service max records shows that the customer did not report further concern. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. The customer replaced the bent sample probe and a field service engineer (fse) serviced the instrument and rebuilt the precision pump which resolved the instrument issue.